Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "sheath dilator split at tip". The report states "could not get introducer to penetrate through skin. When the doctor pulled back he noticed the blue dilator was split at the tip." As a result, another iab was used and inserted at the same insertion site. There was no report of patient complications, serious injury or death. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The lot number reported is 18f22h0014. The lot number of the returned device is suspected to be from the reported lot; however, no original packaging/label was returned. Returned for investigation was an 8fr dilator from a semi-finished insertion kit for a 40cc ultraflex intra-aortic balloon catheter. Upon visual inspection, the tip was noted damaged/split; the appearance of the dilator tip is an inconsistent diameter with damage to the material at the tip opening. The dilator hub appeared typical. Dried blood was noted on the sample. No other damage or abnormalities were noted. The returned dilator could not be accurately measured due to the damage noted upon return. The dilator was aspirated and flushed successfully. Some dried blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. This will be monitored for any developing trends. The reported complaint of dilator tip damaged - found during use is confirmed. During the investigation, the dilator was noted damaged/split at the tip. The appearance of the dilator tip is an inconsistent diameter with damage to the material at the tip opening. The cause of the damage is undetermined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged dilator tip. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "sheath dilator split at tip". The report states "could not get introducer to penetrate through skin. When the doctor pulled back he noticed the blue dilator was split at the tip." As a result, another iab was used and inserted at the same insertion site. There was no report of patient complications, serious injury or death. Patient status is reported as "fine".